Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. As well, as that a minimum fill notification occurred after the user filled the cartridge with (B)(4), units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 337 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.